Event description:
Glucose monitor device reading 119. Actual glucometer reading 38. Medtronic continuous glucose monitoring device. Continuous use except on weekends when swimming. Since insulin pump cannot be submerged in water, I use lantus insulin. Novolog insulin is used in the paradigm insulin pump.